Event description:
Adverse event(s): no pt info (no known impact or consequence to pt). Product problem(s): no vacuum in phaco (aspiration, incomplete). The nurse reported there was no vacuum in phaco. The lens material could not be removed. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The dvd drive was not working and the software could not be updated. The dvd drive was replaced. The software was updated. The dvd drive replacement is not related to the problem reported. The dvd drive was disposed of. Preventive maintenance was performed. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. (B) (4). (B) (4). (B) (4).